Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: d10, h6 (clinical code). H6 clinical code: appropriate term / code not available (e2402) is used to capture blood heavy metal increased.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). Litigation papers allege pain and discomfort in her left hip causing potential unnecessary and additional surgeries, diminution in earning capacity, lost wages, medical monitoring expenses, emotional distress, loss of enjoyment of life, metallosis exposure and other injuries presently undiagnosed. Further alleged the patient was injured by excessive levels of chromium and cobalt. Doi: (B)(6) 2008 - dor: none reported (left hip) patient is resident of or update: 12/6/2011 plaintiff's preliminary disclosure (ppd) form received (B)(6) 2011. There was no new information received that would impact the outcome of the investigation. Update ad 19 jun 2019: (B)(4) has been re-opened under (B)(4) due asr plaintiff disclosure form records received. Pdf indicated that the patient had underwent revision surgery. Reported revision date. Doi: (B)(6) 2008. Dor: (B)(6) 2019. Left hip.